Event description:
It was reported two drivers broke during surgery "orif scaphoid, using a mini at3 with a stick fit driver tip. At the end of insertion, the driver tip sheered off and then a second time with another stick fit tip. We were able to fully seed the screw after efforts. Finished procedure with careful insertion via solid tip. No delay." There were no adverse patient consequences reported. This report is related to report numbers 3025141-2023-00682 and 3025141-2023-00683 for the drivers involved in this event.

Manufacturer narrative:
The results of the investigation is inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. Based on the information received, the root cause could not be determined.